Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unknown) in cardiac arrest, the device charged but did not discharge. The complainant indicated that they were able to obtain another device to treat the pt. The pt subsequently expired.